Manufacturer narrative:
Unit passed displacement test, selftest, active current measurement, and sleep current measurement. No battery or power anomalies noted during testing however, power graph shows unexpected battery power loss at a period of time. Problem isolated to electronic assemblies. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had replace battery alert. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated the battery was not previously used. Customer stated the battery cap not loose, cracked or damaged. The device will be returned for analysis.